Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The coating of the insertion tube of the device was partially peeled off. The phenomenon was found during the repair by olympus trading (B)(6). There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus china there was the possibility that this phenomenon was attributed to the physical stress or the chemical stress, the poor condition of the storage cabinet, such as environment exposed to the direct daylight, high temperature, elevated humidity, x-ray and/or ultraviolet, in the user facility, or the aging deterioration due to the long-term use, and so on.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and updates to a1, g2. The previous investigation results remain the same and does not change. The event can be prevented by following the instructions for use (IFU) which state: "(operation manual) important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. In addition, the IFU (reprocessing manual) warns against the use of inappropriate drugs and reprocessors with the following contents. 1.4 precautions: in case that inappropriate disinfection agents or endoscope reprocessors are used, deterioration of the endoscope may be accelerated and parts of the endoscope may come off and may have an adverse effect on the patients¿ health. (Reprocessing manual) chapter 5 storage and disposal: the storage cabinet must be clean, dry, well ventilated, and maintained at ambient temperature. Do not store the endoscope in direct sunlight, at high temperature, in high humidity, or exposed to x-rays and/or ultraviolet-rays. Doing so could damage the endoscope or pose an infection control risk. Any deviation from any of the above causes the endoscope to be damaged and deteriorated. This deterioration leads to peeling of the coating on the insertion section. Therefore, it is presumed that the handling of the user deviated from the IFU, which may have led to the occurrence of the reported event (peeling off the coating on the insertion section)." Olympus will continue to monitor field performance for this device.